Manufacturer narrative:
(B) (4) - hypersensitivity to touch - (B) (4).

Event description:
It was reported that the pt "fell and broke her eye socket" in january. The pt had been in and out of several hospitals and rehab facilities. At the time of the call, the pt was admitted to the hospital. The pt was experiencing increased baseline pain and was "hypersensitive to touch". The pt was also "losing blood" and per the reporter, the hcps could not figure out why. It was noted that the pt had received five pints of blood. The pt's status was reported to be "fair". The reporter indicated that the pump was operating as it should; the hcp was questioning a catheter issue. The next refill/alarm date was less than one week away. Per the reporter, the refill physician was going to the hospital; at the time of the call the pump had not been checked. The pt's family was considering a new physician. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.